Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed repeated error 23025. The master tool manipulator 2 (mtm2) was replaced to fix the issue. Intuitive surgical, inc. (Isi) received the mtm2 involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The reported failure, error 23025, was able to be reproduced during calibration via matlab. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mtm faulted. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer received a recoverable 23025 fault. The customer power cycled the system before calling. The technical support engineer (tse) viewed system logs and found error 23025 pointing to the master tool manipulator right (mtmr) on the surgeon side console (ssc). The tse asked the customer to power cycle the system and the surgeon console circuit breaker. The tse asked the customer to exercise mtmr axis 3. The system powered on and homed, but the fault 23025 returned. The tse asked the customer if they had another ssc, but the customer stated that the surgeon was not able to wait for a new console to be moved into the room. The surgeon converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon converted to laparoscopic surgery after troubleshooting with tech support. The procedure was completed with no patient injury.